Manufacturer narrative:
The clinical complaint investigation conducted by gambro has found no evidence to suggest that a gambro device caused or contributed to this event. This event is being reported as per gambro policy: all cases of pt death within 24 hrs after end of the treatment are considered reportable regardless of any involvement of a gambro device.